Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they unit received for keypad failure. All tests passed. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/10/2020 to the present date 10/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to keypad- unresponsive key of the keypad.

Event description:
Upon visual inspection the service technician noted that they unit received for keypad failure. Replaced the keypad assembly.